Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer tested 72 mg/dl on the advantage system using comfort curve test strips. Caller states customer was going into a "coma" and 15 minutes later tested 268 mg/dl on the advantage system. Emergency medical technicians (emts) were called; customer tested 37 mg/dl on professional device within 10 minutes of results of 268 mg/dl. Customer was treated with "glucose" and low blood glucose symptoms improved in 25 minutes. No further treatment was required. Requested return of suspect device however customer no longer has the test strips; replacement was sent.